Event description:
It was reported when the device was used during a laparoscopic assisted vaginal hysterectomy, it could not be opened. The device was excised from the tissue to remove. Another one was used to complete the case. There was no consequence to the patient.